Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. The device was discarded at the facility and, therefore, was not available for direct analysis by gore. It should be noted the gore® dryseal flex introducer sheath instructions for use (IFU) state ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿

Event description:
On (B)(6) the patient underwent endovascular treatment of a thoracic aortic aneurysm using zenith tx2 taa endovascular grafts (tx2), a gore® tag® conformable thoracic stent graft with active control system (ctag-ac), and a gore® excluder® contralateral leg component. A gore® dryseal flex introducer sheath (dsf) was used as an accessory during the procedure. Prior to the procedure, surgical debranching of the left subclavian artery and left common carotid artery was performed. The patient¿s vascular access site was reportedly narrow; therefore, a conduit (hemashield vascular graft) was anastomosed to the right external iliac artery and used for catheter delivery. Two tx2 devices were then placed without any reported issues. To deliver the ctag-ac, the sheath was changed to a 24 fr dsf. When advancing the dsf, the physician reportedly felt resistance, but the delivery was successful. After all devices were implanted and the dsf was removed, the patient¿s blood pressure reportedly decreased, and a rupture of the right common iliac artery was confirmed. The ruptured site was occluded by a mustang balloon and two gore® excluder® iliac extender components were additionally implanted in the iliac artery. The distal end of the iliac extender was placed in the conduit, and the conduit end was anastomosed to the right common femoral artery. Blood pressure was reportedly stabilized, and a final procedural angiograph showed no endoleak. The patient tolerated the procedure. The reporting physician commented that the patient¿s common iliac artery was originally narrow (8mm in diameter) and in poor condition; therefore, the vascular rupture was unavoidable. Resistance force was felt when advancing both the zenith tx2 and the 24fr dsf; thus, it was unknown which device caused the vascular rupture.